Event description:
It was reported that the physician inserted the right ventricular lead into the left ventricular port during a routine device replacement. It was also reported there have been two alerts for impedances greater than 3000 ohms. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk, implant date: (B)(6) 2011; 4194 implantable pacing lead, implant date: (B)(6) 2006. (B)(4).